Event description:
Caller reported elevated troponin I (tni) results with multiple pt samples on triage profiler sob 25 test kit vs lab testing on bayer centaur with the cut-off of 0.01 for tni. (B)(4).

Event description:
Caller reported elevated troponin I (tni) results with multiple pt samples on triage profiler sob 25 test kit vs lab testing on bayer centaur with the cut-off of 0.01 for tni. (B)(4).

Event description:
Caller reported elevated troponin I (tni) results with multiple pt samples on triage profiler sob 25 test kit vs lab testing on bayer centaur with the cut-off of 0.01 for tni. (B)(4).

Event description:
Caller reported elevated troponin I (tni) results with multiple pt samples on triage profiler sob 25 test kit vs lab testing on bayer centaur with the cut-off of 0.01 for tni. (B)(4).

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation pending.